Event description:
Prior to a valve replacement procedure, dr. Of anesthesia, used intro-flex percutaneous sheath introducer kit to insert a central line in patient's right jugular vein. After inserting the swan ganz catheter through the cordis, blood began leaking from the cordis. It became necessary to change out the swan ganz catheter which was done in a sterile fashion.====================== health professional's impression======================does not know